Manufacturer narrative:
(B)(4). Should any further information become available, a follow up will be sent.

Manufacturer narrative:
(B)(4). This report was not confirmed. The patient changed out the solution bags; however, reused the cassette. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Based on the information gathered during baxter's investigation, the root cause of the report was use error. The labeling review found the patient at home guide to e adequate for a use/user error identified in this incident. Baxter has conducted a trend review and found that similar report has been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A caregiver (cg) contacted (B)(4) requesting assistance to end therapy on the homechoice (hc). The cg stated that she compromised supplies and needed to start over with a new set up. The technical service representative (tsr) assisted the cg to end therapy. On (B)(6) 2011 product surveillance spoke with the cg who stated that she had bypassed fill 1 to change out the bags; but then did not change the cassette. The cg stated after starting over with all new supplies, therapy resumed without incident. The cg stated that there was no adverse reaction or medical intervention resulting from this incident.